Event description:
It was reported during in clinic follow up that the left ventricular lead dislodgment was confirmed by chest x-ray. The lead was unable to capture. The lead was explanted and successfully replaced. The patient was stable and asymptomatic.